Event description:
Customer reported an issue with battery depletion, specifically that the battery jumps. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting.